Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the craniotome device was not functioning ¿ no rotation, the neuro tip was damaged, the bearings were damaged, and the identification was unreadable. It was noted that the rotation of the crane handle was difficult, hanger rotation, rattling ball-bearing, the triangle symbol was missing, the ball bearing was disassembled, missing balls and the cage was not available. It was further determined that the device failed pretest for temperature, cutter insertion, lock operation, and visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.